Event description:
The device was used during a thoracoscopic blebectomy procedure. Reportedly, the staples did not form properly at teh distal end. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.